Manufacturer narrative:
The following devices were also listed in this report: unknown_joint replacement_product; cat# unk_jr; lot# unknown; unknown_joint replacement_product; cat# unk_jr; lot# unknown; unknown_joint replacement_product; cat# unk_jr; lot# unknown; unknown_lim_product; cat# unknown_lim_product; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding alleged allergy reaction (swelling and rashes) involving an unknown insert was reported. The event was not confirmed. Method & results: product evaluation and results: a visual, functional and dimensional inspection was not performed as the device remains implanted. Medical records received and evaluation: a review of the provided medical records by a consulting clinician indicated "on (B)(6) 2008 an operative report for a primary left total knee arthroplasty, cemented, describes spinal and epidural anesthesia and a diagnosis of osteoarthritis of the left knee. A lateral retinacular release was performed, and utilization of intramedullary femoral and extramedullary tibial guides uncomplicated surgery was performed inserting a scorpio nrg #11 ps femur, a #9 tibia, a 9/10mm ps insert, and a #11 patellar component. He was transferred to rehab on (B)(6) 2008 and subsequently discharged home on (B)(6) 2008." "On (B)(6) 2008 he had an emergency room visit for left knee swelling and skin rash during which dvt's and infections were apparently ruled out. He was advised to continue treatment with his dermatologist and follow up with his orthopaedist. A painless range of motion of the knee of from 0° to 120° was noted." "X-ray printouts dated (B)(6) 2008 are an ap and lateral of the left knee, cemented left total knee arthroplasty in nominal position with skin staples. X-ray printouts dated (B)(6) 2008, which is an ap, lateral, and patellar view of a left cemented total knee arthroplasty with all components well fixed and in nominal position." "In this complicated case of a large male patient with multiple serious medical problems,..." [...]"no examination of the explanted components and no serial x-rays are available..." [...]"there is no evidence that this patient's problems were due to factors of faulty prosthetic design, manufacturing, or materials." Product history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. A review of the provided medical records by the consulting clinician indicated that the components for the left total knee arthroplasty are well fixed and in nominal position and that [...]"there is no evidence that this patient's problems were due to factors of faulty prosthetic design, manufacturing, or materials." If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Device not returned.

Event description:
"On (B)(6) 2008 patient had an emergency room visit for left knee swelling and skin rash during which dvt's and infections were apparently ruled out. Patient was advised to continue treatment with his dermatologist and follow up with his orthopedist. A painless range of motion of the knee of from 0° to 120° was noted."